Manufacturer narrative:
Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 1800 mcg/ml sufentanil at 480 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was in for normal end of life pump replacement. The catheter was not getting cerebrospinal fluid flow and a small slice was found in the pump section of catheter near the connector. The section was replaced and the old section was to be returned. The patient had no symptoms, but the patient was on a very potent drug and dose. It was thought it might be possible the patient was getting benefit from the small amount of drug exiting the sliced catheter near the pump. No external, environmental, or patient factors were noted to have led or contributed to the issue. No diagnostics or troubleshooting was performed. It was unknown if the rest of the catheter was patent. A dye study would be performed "next week". Saline was put in the pump for now. Only the pump segment was replaced and it was unknown if the issue was resolved. The event date was unknown. The patient was noted to be "alive - no injury". No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the dye study revealed tear/failure in the catheter between the pump connection and spinal anchor. It had been determined that the patient was only receiving therapy subcutaneously, not intrathecally. It was stated that the issue was resolved; the patient received a new full length catheter on (B)(6) 2017. The defective catheter was returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter identified the catheter body was broken. No longer applicable to this event. If information is provided in the future, a supplemental report will be issued.